Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available.

Event description:
The customer reported that the rns (remote network system or remote monitoring system) was experiencing communication loss.